Event description:
Customer reported that an iris scissor broke during a repair of the left temple and forehead with bilateral rotation flaps. It had a tip missing when it was removed from the patient. An x-ray was performed and nothing was identified still inside of the patient. The x-ray was negative. The tip was never found.

Manufacturer narrative:
Correction MDR for pr (B)(4) the conclusion code in the previous submission was inadvertently added. The correct code is conclusion: 19.

Manufacturer narrative:
Follow up (B)(4). Sample was received and forwarded to the supplier for evaluation. The supplier was able to inspect the returned unit and determined that it was manufactured in september 2015. An investigation was performed and the device's tips appeared to have been damaged. The supplier measured the hardness of the sample and it was found to be within product specifications. However, the instrument has tungsten carbide insert blades. These blades have increased sensitivity and can break easier compared to the rest of the unit. It was determined that the damage was caused by unsuitable handling by the user. A review of the device history record was performed by the supplier and no quality issues were found during production.

Event description:
Customer reported that an iris scissor broke during a repair of the left temple and forehead with bilateral rotation flaps. It had a tip missing when it was removed from the patient. An x-ray was performed and nothing was identified still inside of the patient. The x-ray was negative. The tip was never found.

Manufacturer narrative:
(B)(4). Report source. Site contact would be (B)(6).

Event description:
Customer reported that an iris scissor broke during a repair of the left temple and forehead with bilateral rotation flaps. It had a tip missing when it was removed from the patient. An x-ray was performed and nothing was identified still inside of the patient. The x-ray was negative. The tip was never found.